Manufacturer narrative:
(B)(4). (B)(6). The patient was reported to be a retired physician. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics injection (dose, route and frequency not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.